Event description:
Note: this report pertains to the second of two complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2010-04913 for the other associated device information. It was reported to boston scientific corporation that a total of four resolution clip devices were used for a post polypectomy procedure, performed on (B)(6), 2010. According to the complainant, the patient was bleeding after a polyp removal. The physician was able to successfully place two clips however; two of the four clips would not close. This is a non reportable event however; preliminary investigation results reported on (B)(6), 2010, stated that the clip arms were bent backwards. This now deemed a reportable event. The two clips that were successfully placed were enough to complete the case. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis and an evaluation has been performed. A visual examination of the returned device found that only the clip assembly was returned. Upon investigation it was noticed that the prongs were bent backwards. The most probable root cause has been determined to be operational context as evident by the clip arms being bent backwards. This may be due to anatomical/procedural factors encountered during the procedure therefore, performance may have been limited. A review of the device history record (DHR) was performed; no anomalies were noted.